Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker had stored signal artifact monitor (sam) episodes due to oversensing of atrial fibrillation/atrial flutter. In addition, it was reported there were concerns regarding premature battery depletion of this pacemaker as the device was using 150% battery. Technical services (ts) was consulted and offered troubleshooting and programming options with the representative. At this time, the device system remains in service. No adverse patient effects were reported.